Event description:
A customer reported an issue with the incorrect time setting on their pump, which was off by 30 minutes. There was no adverse impact to the customer's blood glucose level as a result of this discrepancy. Technical support assisted the caller in updating the pump time and advised them to monitor the situation, recommending a follow-up if the time discrepancy over five minutes recurred. The caller understood and acknowledged the guidance provided.